Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. G5: the 510k is not applicable due to the device is not a medical device. The intellibridge enterprise is a philips interoperability solution that provides a single, standardized point of connection between clinical systems and enterprise information systems, streamlining data exchange and reducing complexity in healthcare environments.

Event description:
The customer reported the diagnosis is already arriving incorrectly at the communication server. It is unknown if the device was in clinical use at time of event, no adverse event was reported.